Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a keypad anomaly. The customer stated the numbers were ramping up and the arrow keys were stuck. Customer's blood glucose was 15.8 mmol/l. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow button due to corroded keypad traces noted. No unexpected ramping of numbers or battery out limit alarms noted during testing. The insulin pump passed displacement test and off no power test and the operating currents were in specification. The insulin pump has minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.